Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving fentanyl [2275 mcg/ml] at a dose of 991.0 mcg/day via an implantable pump for non-malignant pain. The pump was previously delivering fentanyl at an unknown concentration at a dose of ¿120 mila-whatever.¿ it was reported on (B)(6) 2017 that the patient was getting two boluses a day eight hours apart. It was stated that the patient was getting too much medication and it was making them ¿loopy.¿ it was indicated that the patient asked them to lower the dose and it was perfect. It was detailed that they changed it from ¿10 minutes to 15 minutes.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the cause of the patient getting too much medication was not determined. It was noted that the patient was not weighed as it was a phone call encounter. No further complications were reported or anticipated.